Manufacturer narrative:
Follow-up #2 date of submission 04/18/2014-product analysis:the pump has been evaluated by product analysis on 04/01/2014 with the following findings:the battery compartment threads were found to be damaged.

Manufacturer narrative:
Follow-up #1 date of submission 03/26/2014-product analysis:the pump has been returned and evaluated by product analysis on 03/06/2014 with the following findings:a battery compartment crack was observed. A battery cap was not returned; a test battery cap was used for investigation. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, the threads on the battery compartment were stripped. The battery cap was intact and there was no power loss or moisture corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.